Event description:
It was reported that duplicate serial numbers on units caused a back log of messages on the gateway and caused other units to not be able to transmit data. Although requested, no further information was provided. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of duplicate serial numbers on units caused a back log of messages on the gateway was not reproduced, however based on the received device having the incorrect serial it is likely to have occurred. Inspection: an external and internal inspection of the received pcu device s/n (B)(6) was performed. The pcu device s/n (B)(6) was observed with the instrument seal missing. The right (male) iui was observed with corrosion, dry fluid residue and unknown fivers. The left (female) iui was observed to be in good condition. The serial number observed on the rear of the case was (B)(6). There was evidence of contamination at the bottom of the rear case. The led display assembly cable had a broken locking tab. No other obvious issues or anomalies were identified with the source device during the internal inspection based on the logs, the last infusion programmed using pcu s/n (B)(6) with pm s/n (B)(6) shows the device was programmed to infuse drugid 997 at 5:54:29am and ran until 9:58:23 am when the device was channeled off. The volume was recorded as being infused during this period was 100.008ml. The last infusion programmed using pcu s/n (B)(6) with the second pm s/n (B)(6) shows the device was programmed to infuse an unknown drugid and ran until 6:54:00 am. The vtbi was updated, and the infusion restarted at 6:54:04 am. The infusion ran until the device was channeled off at 2:04:04 pm. The volume recorded as being infused during this period was 199.297ml. A review of the system error log showed no records associated to the reported incident. The pcu serial number was confirmed to be (B)(6) under options in the system software menu. No pump modules were received for testing. Root cause: the proximate root cause of the customer¿s experience with mismatching serial numbers could be attributed to the pcu rear case being exchanged with another pcu, presumably with pcu s/n (B)(6). Device history review: a review of the device history record showed the device had a manufacture date of 17aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that duplicate serial numbers on units caused a back log of messages on the gateway and caused other units to not be able to transmit data. Although requested, no further information was provided. There was no patient harm reported.